Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in fill one of treatment. Upon removing the tubing set from the cycler, moisture was found in the back of the cassette. The origin of the leak could not be identified; the cassette had no visible damage. The pt had no adverse effects. Sample was discarded by the pt, sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.